Event description:
It was reported that the patient was revised due to infection. During surgery, it was noticed that the coating on the stem had flaked off of the lateral edge.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
The returned device had plasma spray coating flaked off of the lateral edge of the taper stem. Scanning electron microscopy (sem) with energy dispersive spectroscopy (eds) analysis was performed and found a trace of tantalum on the stem but had not found any tantalum on the backside of the plasma spray. This most likely came from third body contact with a device containing tantalum such as a zimmer tm style acetabular shell. The blast profile was measured and found to be at the expected level after the plasma spray had been applied. The provided x-rays did not lead to any conclusion as to why the patient had an infection nor why the plasma spray has delaminated from the stem. The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. With the information provided, a definitive root cause cannot be determined.